Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, the medications became drawn up on the opposite side of the device plunger, causing a loss of medication. There has been no report of patient harm.

Manufacturer narrative:
D9 - date returned to mfg.: 19-feb-2025. H3: fifteen sealed packages of product 4234 lot # 4096059 were received for evaluation. Visual inspection did not reveal any anomalies or defects. The returned samples were evaluated for leakage past the plunger according to (B)(4) and during testing leakage was observed for one syringe, thus the complaint was confirmed. No further actions will be taken. The complaint information will continue to be monitored for any new information and further actions taken accordingly.